Manufacturer narrative:
E1: reporting institution phone: (B)(6).reporter phone: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that while performing preventative maintenance, it was observed that there was misalignment of the touch position. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Since the issue was not resolved by calibrating the touchscreen, the touchscreen will be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the touchscreen was the cause of the reported issue.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue of the misalignment of the touch position. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. The pil found that the touchscreen flex circuit failed required resistance testing. The high out of spec resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touchscreen accusation.